Manufacturer narrative:
The reported event of ¿unable to pace¿ was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead was unable to pace. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.